Event description:
It was reported that the implantable loop reorder (ilr) was oversensing and noise was present. The ilr remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: performance data regarding the lead was returned to the manufacturer, analyzed, and tested out of specification. Data revealed that the device was oversensing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable loop reorder (ilr) was oversening and noise was present. The ilr remains in use. No patient complications have been reported as a result of this event.